Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump system failure configuration is required. No patient injury reported.

Manufacturer narrative:
B3: date of event is unknown one infusion pump was received for evaluation. Visual inspection found both tamper seals to be intact. The device was observed to be in good condition. The devices event history log was reviewed for evidence of the reported problem and found configuration required several times in the log. To conduct functional testing the device had a wireless ethernet functional test performed and downloaded the configuration. Upon review, the reported problem was unable to be duplicated. The device was able to download script, connect to the wireless access point test fixture with no issue. Device was able to download standard configuration. No problem was found. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.